Manufacturer narrative:
Concomitant products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type catheter; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient missed her refill that ¿was due¿ on (B)(6) 2011. The pump was alarming. The patient was taken to the emergency room (ER) on (B)(6) 2011 and was evaluated. The patient was provided oral medication that was only going to last through (B)(6) 2011. The patient was having difficulty finding a managing healthcare provider (hcp) due to moving. The patient experienced a change in therapy effect and a return of symptoms. The patient was having her pump filled about every 28-30 days. The device system was used to deliver dilaudid. It was later reported that the patient had been lying in bed for two days and had not gone anywhere. The patient was going to be taken to the ER again. The patient was incoherent and in a lot of pain. It was later reported that the pump alarmed in (B)(6) 2011. The patient was in horrible pain and was in 3 different emergency rooms (ER). The same month, the healthcare provider (hcp) did x-rays and saw kinks and holes in the catheter. He could not ¿push the drug¿, as he was afraid it would kill the patient. The patient ¿was having issues¿ at least 3 months prior to this. It was also reported that the pump was ¿growing out of the skin¿. The pump and catheter were replaced. It was unknown if a patch test was done prior to the pump implant. The device system was used to deliver morphine.